Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, screws backed out of patient implant and migrated distal in body. No trauma occurred, patient was compliant, poor bone quality.